Event description:
The customer contact reported a leak. On an unspecified date, the catheter was to be used to deliver an unspecified medication, at an unspecified rate. The customer contact reported that when the catheter was connected to an unspecified tubing set, an unspecified volume of solution leaked. It was reported that the device did not appear to be sealing efficiently when connected to the line. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and therapy was initiated. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80foz. And the information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.